Event description:
Wife put water in (B)(6) steam inhaler and left it for sometime. Water super heated, reached temperature beyond boiling point without boiling. She brought it up to face and boiling water flew into face. Skin on half part of lip gone, burns on checks. Suspected to be secondary burns, but need to wait three days. Company: intertek. FDA safety report ID# (B)(4).